Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump was returning multiple button error alarms. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Blank display due to missing battery tube spring. Unable to confirm button error alarm or perform the operating currents measurement, self test and displacement test due to blank display anomaly. Device had corroded keypad traces and corroded battery tube.